Manufacturer narrative:
Product is still in-situ, therefore no product was returned to be evaluated. Radiographs were provided to confirm the alleged failure. It is unknown if patient followed post-operative restrictions or suffered a fall. "...potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation..." "...warnings, cautions and precautions: if healing is delayed, or does not occur, the implant may eventually loosen. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break..." "... Patient education:the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen..." "...post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration..."

Event description:
On (B)(6) 2019, patient underwent a spinal procedure at l4-s1 levels. Postoperatively, it was discovered the reline mas mod, reduction extension tulip heads backed out. No revision procedure has been reported.